Manufacturer narrative:
A follow-up report will be submitted, once the investigation is complete.

Event description:
It was reported to philips that the device was unable to acquire 3-lead and 12-lead ECG during a patient event. There was no negative patient impact.